Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, during procedure, air was introduced into the patient. Edwards received notification of a pascal in mitral position where air was observed after introducing steerable catheter and closing pascal right before steering down to the valve. The guide sheath handle was elevated while inserting into the patient, and a syringe was left on the introducer until the guidewire was inserted. The guidewire was retracted first and then the introducer. Patient experienced st-elevation and hypotension. IV medication (inotropes) was required. Patient's final outcome was stable condition and no cerebral effects were observed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 the complaint for air bubbles introduced during procedure was confirmed with other empirical evidence via air visualized by edwards clinical specialist. Potential root causes may include omission of a flushing/de-airing step, improper stopcock/syringe technique, or air from an alternative non-pascal device, fluid line, or procedural step. However, a definite root cause is unable to be determined. A DHR review of the lot in question revealed no non-nonconformances related to the event. No imaging of the event or product was returned for evaluation. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects.